Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 699 mg/dl. The customer experienced vomiting, diarrhea and dehydration. Troubleshooting was performed, and the insulin pump was not programmed correctly. Advised that the insulin pump would be replaced.